Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the legal guardian (lg) reported that the patient experienced skin redness with red spots at the pod site. The affected pod was worn on the abdomen for an unknown duration of use. After observing the skin reaction, lg decided to book a medical appointment. Lg reported that a steroid cream was prescribed and applied to the affected area; the name of the medication and duration of treatment were not recalled. Lg could not remember the date the medical appointment was booked, the name of the physician, the length of the visit, or whether a specific diagnosis was provided, stating the encounter occurred sometime the prior week. For reporting purposes, (B)(6) 2026 was entered as the occurrence date. The pod had already been removed prior to seeking care, and the pod sequence number was not available because lg no longer had the pod.